Event description:
It was reported that during a coronary stenting treatment procedure, a drug eluting stent was implanted instead of a bare metal stent. The pt presented emergently with an acute myocardial infarction. The 90% stenosed lesion was located in a calcified and severely tortuous right coronary artery. One liberte' bare metal stent was implanted in the lesion and when the physician asked for a second liberte bare metal stent, they were handed a 3.5x12mm taxus liberte stent, which was implanted. No further pt injuries or complications were reported. Pt's status is satisfactory. The pt has been placed on antiplatelet therapy.

Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.